Event description:
It was reported that (4) tcr75, (1) tcr55, (1) tlc75 were used during a lar procedure. It was reported by the rep that when the devices were fired only one staple line completed. The device would cut and staple on one side, but not the other. Opened another device to complete the case. There was no consequence to pt.